Event description:
A patient representative reported right side ¿capsular contracture (baker grade unknown) and pseudo synovial metaplasia". The device has been explanted.

Manufacturer narrative:
F2201: biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture (baker grade unknown).